Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system did not start up. Review of the system log file showed the communication error in flex vision pc. Upon troubleshooting, fse found that flex pc failed to start up initially; however, the fse successfully powered it on manually, and the system began functioning properly. To resolve this issue, fse replaced flexpc but still the issue persisted and again replaced the pc along with a hard disk drive; downloaded the software and configured the system. The defective failed pc was returned to philips for analysis and found that the failed component was bmc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up, it was stuck at 00:00. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.